Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown dhs/dcs plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date during a dynamic hip screw case, the lag screw was inserted and the dhs plate would not fit over the lag screw. There was a surgical delay of approximately ten (10) minutes. There were no consequences to the patient. This report is for one (1) unknown dhs/dcs plate. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated. D1, d2, d2ab, d3, d4: updated. G1: updated. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: this complaint involves two (2) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the received lcp dhs-plate was found in good condition. There are some deep marks inside the hole's flat surfaces. No other issues were identified with the returned device. All features related to the reported complaint condition were reviewed and no other issues were identified. Functional test: a functional test is not appropriate, since all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the damage incurred. Dimensional inspection (additional step): feature: inner diameter was measured per relevant drawing. Result: pass feature: inner flats (measured close to deep marks) was measured per relevant drawing. Result: pass feature: inner flats (measured over deep marks) was measured per relevant drawing. Result: fail (due to the damage incurred) document/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Summary:.the complaint condition is confirmed as the device was found damaged inside the hole and therefore limited in its functionality. However, based on the findings above no fault could be found in material or during the production. This kind of damage is typically consistent with a misalignment event. Misalignment takes place when the connection between the involved parts are not parallel or not angular. This situation, increases friction along the bearing surfaces and can turn into a damage and can compromise the functionality of the device. Based on the findings above and the condition of the device, we can confirm that no manufacturing related issue could be found which could have caused or contributed to the reported malfunction. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected h3, h4, h6: a device history record (DHR) review was conducted: part: 02.224.226s , lot: 6l14409 , manufacturing site: grenchen, release to warehouse date: 04 nov. 2019. A manufacturing record evaluation was performed for the finished lot number 6l14409, and no non-conformances/manufacturing irregularities related to the malfunction were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: lag screw (part # unknown, lot # unknown, quantity 1).